Event description:
It was reported that a patient underwent a caesarean section on an unknown date, the sutures were broken during use. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: contact name: unk: (B)(6). Additional event information : the sutures were broken since the box was changed, so the surgeon commented that there was a possibility that the lot was the cause of the problem. Customer request: no letter required, local letter. Lot number : unk, qhmkqt. Qty to be returned: 4 to 3. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-02512, and 2210968-2022-02513.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/09/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: two packets of product code j346h were returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damage was observed on the packet. In order to evaluate the conditions of the returned samples, the two packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area was observed. The suture was dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. A functional test was performed using an and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted.as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified